Event description:
It was reported that ¿the patient with lcs underwent a plf at l3-l5. It was reported that during the surgery, left procedures were completed without a problem. Then, the sequential reducer came loose from the extender at the time of reducing the right rod at l5. Alternative sequential reducer did not solve the problem. Thus, the extender was removed and the surgical procedure was changed from intermuscular to open and then completed. The surgical time was extended less than 15 minutes due to the incident. No health damage was seen with the patient."

Manufacturer narrative:
Functional evaluation of the components was unable to induce dis-assembly of the associated instruments. Optical examination of the interfacing surfaces did not identify witness marks, deformation, or damage. (B)(4). Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.